Manufacturer narrative:
Manufacturing site evaluation: we did receive the drill for investigation. It was decontaminated according to internal standards. The drill has been analysed visually and microscopically . The drill broke approx. 12.9 mm from the tip. Temper colour can be found near the breakage point on the shaft of the drill. The cutting edges are showing slight damages (outbreaks) and signs of wear. Due to its shape and secondary damages, the fracture surfaces does not exhibit any hint regarding the breakage. Due to the fact that the batch number is unknown, a review of the device history records must remain incomplete. On the basis of the investigation, it is most likely that the heating and as a consequence the breakage of the drill (overload situation) is usage / wear and tear related. It is possible that due to the worn edges high pressure was necessary to drill, which contributed the strong heating. According to the IFU, the tool must be cooled during use. Furthermore a function check must be executed before usage. There are no hints for a material defect. A CAPA is not necessary.

Event description:
It was reported that there was an issue with elan 4 ring twist drill. The drill heated and broke in two parts; the motor did not heat up. Used for neurosurgery. There was no patient harm. Additional information was not available. The malfunction is filed under aag reference (B)(4).